Event description:
Event description guidant received information that this ventricular lead is not sensing while in bipolar configuration. Impedance measurements are normal and no adverse patient effects were observed.